Event description:
It was reported that during device change out, the physician suspected externalized conductors. The sjm representative could not confirm the presence of externalized conductors on fluoro. The physician assessment was made after extracting the lead. No electrical anomalies were detected on the lead prior to explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.